Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was adhered to the air/water nozzle, however, the specific material could not be identified. Additionally, the cause for the material remaining in the nozzle could not be determined. An attempt was made to obtain additional information regarding the the foreign material and the user's reprocesisng methods, but no information was provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found clogging the nozzle due to insufficient reprocessing which caused air and water supply volume to be insufficient. In addition, the connecting tube was wrinkled due to the resin becoming cracked due to chemical stress, the distal end cover was chipped due to a crack in the resin caused by handling, switch one had a cut due to handling, and the boot (protector) was shaved due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, foreign material was found clogging the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.